Event description:
It was reported by the customer PICC inserted (B)(6) 2024. Not aspirating or flushing on (B)(6) 2024 therefore removed and several knots and kinks noticed at 11cm and between 12 and 13cm. Chemotherapy treatment delayed by 4 days. No other information was provided. Additional information: total catheter length 54cm, inserted to brachial vein, exit site marking 6cm, secured with securacath and j-loop and locked with saline. Patient being treated for oncology/hemotology but no treatment given as unable to use. No CT scans completed with this PICC and no occlusions reported. Kink reported around 11cm, and between 12-13cm. PICC was used 2 days. Additional comments: catheter to vein ratio 12%. Onco only vat

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a catheter kink was confirmed. The product returned for evaluation was one used 4fr sl powerpicc solo catheter. Gross visual inspection of the catheter found that a portion of the catheter tubing was compressed between the 7cm and 10cm depth markers, giving it a flat appearance. At both ends of the compressed segment, a kink was present. Microscopic inspection of the damaged area found that at the proximal kink location, between the 7cm and 8cm depth marker, adhesive residue and strands of material stuck to the adhesive were present. The strands of material resembled gauze material. The location of the damage along with the observed features suggest that the kinks were likely caused by inadequate securement technique. The catheter was tested for occlusions using water and a 12ml luer luer lok syringe. During testing, fluid was unable to be flushed past the extension tubing.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported by the customer PICC inserted (B)(6) 2024. Not aspirating or flushing on (B)(6) 2024 therefore removed and several knots and kinks noticed at 11cm and between 12 and 13cm. Chemotherapy treatment delayed by 4 days. No other information was provided.